Event description:
Morphine sulfate was being administered to a 13-yr-old female pt in the terminal stages of myelocytic leukemia through the pump. The 100 ml cassette became detached and a free flow situation occurred. The pt received approx 1300 mg of morphine over an undetermined time period, less than 24 hrs. Pt suffered severe respiratory depression, responded to naloxone and is back to baseline.